Event description:
It was reported that the customer was hospitalized. It was stated that the insulin pump was very noisy during the prime and rewind process. Instructed the caller to change the battery and call us back if any further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.